Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. No failure detected; the reported event could not be duplicated during the analysis of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there is battery switching on port 1. Battery was exchanged and it was stated that there were no effect on patient. No additional information available.